Manufacturer narrative:
An infection was observed following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additionally an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In summary, the infection was not device related .

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 59 cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment including the yoke and connector pins was not returned. An extraction aid was found in the distal lead body. It is reasonable to assume that the lead was cut during the extraction procedure. The performance of the returned lead fragment was scrutinized. The inspection revealed that the insulation was found partly pulled out from the ring electrodes of the atrial dipole. Based on the characteristics of the damage, it is reasonable to assume that it resulted from tensile forces applied during the extraction procedure. However, a thorough analysis did not reveal any conductor coil or cable fracture within the returned lead fragment. Damages such as a deformed rv shock coil, a bent distal end region and a deformed fixation helix, most likely resulted from applied mechanical forces during the surgery. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Due to the reported infection, the sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additionally, an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. A review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In summary, the infection was not device related. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik would like to thank you for supporting our post market surveillance program as we continue to monitor, assess and manage complaints associated with our devices.

Event description:
It was reported that this system was extracted due to infection. A lead fracture was also noted on this rv lead. Should additional information become available, this file will be updated.